Manufacturer narrative:
The evaluation of the returned pump confirmed thrombus within the pump. The lumen of the inlet tube revealed white tissue growth consistent with biological lining; however, the lining did not appear to be obstructing the blood flow through the device. The evaluation could not conclusively determine the cause of the tissue growth nor the duration of its presence within the pump. No depositions were found at the sealed inflow graft, inlet elbow, inlet stator, or rotor. The outlet stator revealed a white / dark red, hard deposition. The deposition's lack of laminated layering indicated that it did not initially form in the outlet stator. Its areas of denaturation adjacent to the bearing ball and the presence of contact marks on the rotor suggest that it was likely present while the device was supporting the patient. Although a specific cause for the deposition and a timeframe for which it was present in the pump could not be determined, it could have potentially contributed to the report of elevated lactate dehydrogenase (ldh). Additionally, the deposition could have also created additional resistance on the spinning rotor, potentially contributing to the reported pump power elevations. No depositions were found in the outlet elbow. The sealed outflow graft revealed a sharp bend and a white, soft deposition; however, due to the damage to the outflow graft bend relief, the evaluation could not conclusively determine the cause for the outflow graft sharp bend, nor if it was present during operation. Furthermore, prior to being returned, the pump had been exposed to a fixative agent that compromised the structure of the identified deposition. A specific cause for the deposition and a timeframe for which it was present in the pump could not be determined. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that the patient underwent a pump exchange on (B)(6) 2016 due to thrombus. No additional information was provided.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 8 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient was admitted to the hospital on (B)(6) 2016 for suspected pump thrombosis. The patient¿s lactate dehydrogenase (ldh) level had increased to 678 u/l from 250 u/l. The patient was treated with bivalirudin and cangrelor. Ldh peaked to 900 u/l and down trended to 500 u/l. On 11/30/2016, the customer reported that the patient¿s ldh was stable in the 500¿s u/l, but the patient had power spikes the evening prior. The customer stated that the patient had also been having power spikes even when their ldh was at baseline (200¿s u/l). The system controller log file reviewed by the manufacturer¿s technical services representative showed an increase in linear pump power and estimated pump flow. On 12/07/2016, the customer reported that the patient¿s ldh was trending back up with most recent value of 730 u/l. The lvad clinicians were discussing the need for a device replacement. No additional information was provided.